Event description:
A medtronic representative reported that, while in an exploratory cranial tumor procedure the surgeon alleged a 3-4mm inaccuracy. The surgeon was accurate after doing a successful tracer registration, and continued to deem being accurate when navigating anteriorly. The medtronic representative noted that it was a deep tumor and that not a lot of posterior points were collected during tracer registration. The surgeon only felt inaccurate when navigating around the deep tumor. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date is unavailable.a medtronic representative, following-up at the site, reported that in the procedure, the surgeon proceeded with tracer registration since the patient was not scanned with fiducials, verified anatomical landmarks and accepted registration to move onto navigate. When the surgeon was close to the area of the tumor, below the optic chiasm, that is where the inaccuracy was alleged. The medtronic representative made technique recommendations to the surgeon, that after the procedure, the surgeon tested and navigation was on target. (B)(4).

Manufacturer narrative:
Mfg date now provided.software investigation completed: the surgeon's tracer technique was not optimal for a deep posterior tumor. The tip of the nose was said to be accurate throughout the case and the rep explained proper technique to the surgeon. Software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.